Manufacturer narrative:
At this point in time, mitek is in the information gathering mode. When all that can be had, is had and evaluated, the results of the investigation will be the subject of the follow up-report.

Event description:
Our affiliate reports that during a knee repair with the use of an fms fluid management system a considerable amount of irrigant fluid made its way to the patient's abdomen. At this point in time, this is all of the information that has been made available to mitek. Questions out to our affiliate for further information & clarity.